Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the 9900 system left monitor shut down during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.